Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80(non-recoverable system error) expected was 6 actual was 30, chiller temperature (t4) was 6.0, over 2000 hours and would be coming in for the 2000 hour pm service . Per sample evaluation results received on 08may2023, it was reported that the arctic sun device not cooling. It was stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also stated that the tank seals found lifted from the tank and cracks found in the seals. It was noted that the chiller molded tube was replaced due to the old tube cut short and not to proper length. It was also noted that the flowmeter was replaced due to a crack noticed in the housing. Replaced the double bend tube, chiller evaporator outlet tube, tank seals, chiller molded tube and flowmeter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80(non-recoverable system error) expected was 6 actual was 30, chiller temperature (t4) was 6.0, over 2000 hours and would be coming in for the 2000 hour pm service . Per sample evaluation results received on 08may2023, it was reported that the arctic sun device not cooling. It was stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also stated that the tank seals found lifted from the tank and cracks found in the seals. It was noted that the chiller molded tube was replaced due to the old tube cut short and not to proper length. It was also noted that the flowmeter was replaced due to a crack noticed in the housing. Replaced the double bend tube, chiller evaporator outlet tube, tank seals, chiller molded tube and flowmeter.